Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that infusion set was detached from connector due to which hyperglycemia occurs within 24 hours of use. High blood glucose level was 180 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.